Manufacturer narrative:
Medtronic recieved the following information from a journal article; successful treatment of chronic type b aortic dissection complicated by disseminated intravascular coagulopathy with recombinant human soluble thrombomodulin after thoracic endovascular aortic repair lida y, asano r &hachiya t vascular 2022 vol 30 (1) pp. 38-41 doi: 10.1177/1708538121990123 concomitant medical products: other relevant device(s) are: vamf2828c150tu, s/n: unknown; use by date: unknown; upn # unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient was diagnosed with a chronic type b aortic dissection . 7 years later a (CT) performed revealed dilation of the distal dissecting thoracic aortic aneurysm of up to 60 mm. A (tevar) with debranching between the left carotid artery (lca) and the left s ubclavian artery (lsa) was performed and 2 valiant captivia stent grafts were implanted. Preoperative laboratory data revealed abnormal platelet count and fibrinogen but the bleeding time was in a normal range but tended to be prolonged. The next day following the tevar, the patient suffered from bleeding tendencies including a massive subcutaneous hematoma and difficulties in hemostasis from the venous injection site. It was said the symptoms were caused by by local disseminated intravascular coagulopathy (dic) in the large false lumen owing to closure of the intimal tear by tevar. The patient recieved medication, platelet and plasma transfusions. The patients condition gradually improved from the next day. The bleeding tendency did not deteriorate. The patient was discharged on post-operative day 6 after confirming good results from the post -operative follow-up CT angiogram. No additional clinical sequalae were provided and the patient is fine.